Manufacturer narrative:
The device was returned to (B)(4), and subjected to a number of visual, flow, and performance tests. The device's internal data log was also reviewed. The internal log showed no irregularities, and the device passed all tests. The event as reported could not be confirmed. The event described in this report is generally considered not-reportable due to the low risk of air being delivered to patients' stomachs and the fact that (B)(4) cannot reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, (B)(4) has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the "pump isn't stopping when feeding is done, feeding air." During a follow-up conversation, the customer was unwilling to provide any more information than the patient's age. No injury to the patient was reported. (B)(4).